Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient had two implants for 5 years. The last month in a usual check up it was discovered by the doctor that the screw has fractured. Since the doctor was not able to remove the screw easily he contact with the distributor and received no answer from them. Doctor proceed to remove the implant. The patient went home and a second screw fractured due to overload. Doctor did not had the emergency kit to remove the implant and he proceed to remove with other kit from another brand. Tooth location unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor has confirmed he was able to remove the screws from the implants. And the implants are intact. Doctor also confirmed the screws were not zimmer biomet.